Manufacturer narrative:
(B)(4).

Event description:
Patient undergoing fluoroscopic cto interventional procedure in the cath lab today. During the procedure a warrior wire was used. The wire jammed into an area of calcium in the lad coronary vessel. The lad vessel was calcified. The cto approach was retrograde. Upon trying free the wire the tip of it snapped off inside the vessel. A coronary stent was deployed across the area of the wire to cover it. Additional information: the patient was reported as fine post stent placement. There was no harm.

Manufacturer narrative:
(B)(6). One unit of warrior was returned for evaluation. Blood particulates were noted on the unit. Coil separation was noted from the core wire. Separated piece was not returned. No lot number was provided by the customer. Based on lot distribution data, potential lot: 718878 that could have been used was shared for DHR review. All processes were followed correctly. Case details were reviewed. Customer stated" patient undergoing fluoroscopic cto interventional procedure in the cath lab today. During the procedure a warrior wire was used. The wire jammed into an area of calcium in the lad coronary vessel. The lad vessel was calcified. The cto approach was retrograde." One unit of warrior was returned for evaluation. Coil separation was noted from the core wire. Damages are likely to have occurred during use when operated against resistance. The IFU states: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel injury. Exercise care in handling the guidewire during a procedure to reduce the possibility of accidental breakage or kinking. As per additional information received, wire was stuck inside the lesion. Upon pulling it back, the tip of the wire came off. A stent was placed to tether the wire in place. Patient is fine. No harm noted. Fluoroscopic pictures were provided by the customer. Wire separation in the vessel along with stenting was confirmed. It was likely that excessive load was applied on the wire during pull back that could have led to the separation. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and or unintended use error. The der process will continue to monitor for any similar events.

Event description:
Patient undergoing fluoroscopic cto interventional procedure in the cath lab today. During the procedure a warrior wire was used. The wire jammed into an area of calcium in the lad coronary vessel. The lad vessel was calcified. The cto approach was retrograde. Upon trying free the wire the tip of it snapped off inside the vessel. A coronary stent was deployed across the area of the wire to cover it. Additional information: the patient was reported as fine post stent placement. There was no harm.

Event description:
Patient undergoing fluoroscopic cto interventional procedure in the cath lab today. During the procedure a warrior wire was used. The wire jammed into an area of calcium in the lad coronary vessel. The lad vessel was calcified. The cto approach was retrograde. Upon trying free the wire, the tip of it snapped off inside the vessel. A coronary stent was deployed across the area of the wire to cover it. Additional information: the patient was reported as fine post stent placement. There was no harm.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only.